Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inability to access real time telemetry, proper magnet response or end of life (eol) parameters. When the device was interrogated, intermittent capture was noted.